Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 24jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no patient or user harm: no case description: caller has an 8015 unit with 800.8000 errors in the log only. Sn: (B)(4). Case resolution: used ka 11775 infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 and emailed this to biomed.

Event description:
(B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 24jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: no patient involvement 8015 error 800.8000. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8015 unit with 800.8000 errors in the log only. Sn: (B)(6). Failure device type: failure problem type: failure mode: case resolution: used ka 11775 infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 and emailed this to biomed.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 24jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: no patient involvemnt 8015 error 800.8000 account name: (B)(6) account #: 10033356 asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6)contact mobile: patient or user involvement: no patient or user harm: no case description: caller has an 8015 unit with 800.8000 errors in the log only. Sn: (B)(6) failure device type: failure problem type: failure mode: case resolution: used ka 11775 infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 and emailed this to biomed.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 24jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.